Manufacturer narrative:
Initial reporter address: the full address name is (B)(6). Manufacturer investigation results: device return evaluation was completed . The customer complaint of angulation and foggy vision cannot be confirmed, however, low angulation in both directions observed. In addition, the biopsy port was found shaved . A review of the device history record found the subject device was shipped in accordance with specifications. Repair history review showed the subject device was not repaired within the past one year. Furthermore, the following findings during inspection were noted on the device: device inspection results: leakage from a-rubber. Leakage from biopsy channel. Distal end dented. A-rubber glue lifted. A-rubber was dirty. Grip was dirty. Control section was dirty. Universal cord was dirty. Lg-cover glass corroded. Lg-connector corroded. Electrical contacts at eyepiece-unit corroded. Insufficient angulation. Blurry image due to damaged ob-lens. Ig-bundle breakage. Inside of control section corroded. Insertion section coating peeled off (less than 1 mm²). Conclusion: event: biopsy channel port deformed/shaved. Cause: metal part of endo therapy accessories/cleaning brush may have contacted with biopsy channel port when inserting/withdrawing endo therapy accessories or cleaning brush. Conclusion: it cannot conclusively specify the root cause of the suggested event. However, it was presumed from investigation result that the event occurred by contact of metal part of the endo therapy accessories/ cleaning brush with biopsy port when inserting/withdrawing the accessories or the brush. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of angulation and foggy vision. The problem found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found forceps channel port is shaved. This report is being submitted for forceps channel port shaved.